Event description:
It was reported that during a lap diagnostic/gyn procedure the device broke off in the abdomen of the pt. Another device was used to complete the case. There was no pt injury. Additional information was requested, but no additional information was provided. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Final device investigation found that the device was returned with the sleeve broken in half. The seal cap was secure and the insufflation port and stopcock lever were securely fastened. Functional testing could not be performed due to the condition of the device. The device history record was reviewed and no discrepancies were noted.